Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of catheter break.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used during a procedure performed on an unknown date. During insertion, the catheter broke while passing it through the working channel. The procedure was completed with a different model device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the nature of the catheter break to date, despite good faith efforts.